Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 39 mg/dl. The customer stated that there were no significant events that could have led to the issue. It is not certain what may have caused the low blood glucose. It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. No further information was provided.